Manufacturer narrative:
Date of event: unknown, not provided. International phone (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during raster. The cone issue with intralase patient interface (pi) occurred after the laser fired. It was noted that one (1) iflap procedure was replaced and that the surgery was completed successfully. There was no patient injury reported.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 04/05/2018. Device evaluation: one (1) patient interface lot# cc09757 was received for further investigation. Visual assessment found no damages to the returned pi. Returned pi was then tested for functionality using patient interface. Suction, cone height and cone parallelism results were found within specifications. The reported event of suction loss could not be replicate. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# cc09757. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation, results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.